Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available.

Event description:
It was reported that in the alaris pump chemotherapy was infused quicker than it should have been with the pump rate and calculations completed correctly by previous cn when commencing the new bag. There was patient involvement but no harm.

Event description:
It was reported that in the alaris pump chemotherapy was infused quicker than it should have been with the pump rate and calculations completed correctly by previous cn when commencing the new bag. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.